Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, prime, compromised force sensor test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 275 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.